Event description:
Patient underwent right cochlear implantation for congenital deafness at age 2. She has performed very well with a med-el combi 40+ device, but recently suffered a hard failure and is without sound.what was the original intended procedure?right cochlear re-explantation.